Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call of a motor error alarm from the insulin pump. The customer's blood glucose level was 85 mg/dl. The customer stated that the pump did not receive a low battery alert prior to the off no power alert. The customer stated that the battery was not previously used. The customer was advised that unattended alarms will drain the battery. The customer was advised to rewind the pump, re-insert the original connected reservoir and infusion in use when the alarm occurs. The customer was advised to call back and monitor the pump if the alarm recurs.